Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation a perforation of the uterus was noted with hysteroscopy. Prior to the novasure ablation hysteroscopy and sounding with a metal sound were performed. The ablation was not completed. No treatment or hospitalization was needed for the perforation. No additional information was received.